Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03196. It was reported the patient was not receiving left foot stimulation (part of original pain pattern). As a result, the patient's scs leads were repositioned on (B)(6) 2015. Stimulation was restored postoperatively to the left foot.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.